Manufacturer narrative:
**Update** (B)(4) 2013 - x-rays were received. The complaint was re-opened. The device associated with this report was not returned. Radiographic images were provided for review. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions regarding the reported device wear without the product to examine; however, wear of a polyethylene knee device after approximately sixteen years implantation should not be unexpected. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions regarding the reported device wear without the product to examine; however, wear of a polyethylene knee device after approximately sixteen years implantation should not be unexpected. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised due to poly wear. (Left knee).